Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The field service engineer (fse) was dispatched on 16 october 2015. The fse trouble shot the entire fluidic system and found that every time the instrument went to perform a wash pump the large syringe would lock up and cause an error. The fse found an obstruction by the pump and cleared the obstruction and re-ran the wash pump test. The system passed with no more syringe errors, and the fluid ran freely. The fse also ran quality control (qc) and patients; both passed well with-in lab range.the g8 was working as intended. No further action required by fse. The probable cause of the event was an obstruction in the tube to the pump.

Event description:
On (B)(6) 2015 a customer reported error 706 (large syringe error) with their g8 analyzer. The sample needle and sample probe were changed but problem persisted.the customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting of hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.